Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our field service engineer (fse) was on site and investigated the reported issue. The fse confirmed the presence of failure in the logs with no corresponding instance of flow transducer failure that could have indicated a gas module malfunction. The reported issue could not be reproduced and the unit passed all subsequent pre-use checks and was returned to clinical use. The received logs confirm the internal leakage test failure. The logs show that that the ventilator passed pre-use check before and after the event. We have not been able to determine the root-cause of the experienced internal leakage test failure.

Event description:
Importer ref. #: cc-cpl-2019-00251. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test, displaying "system volume too large" message during pre-use check. There was no patient involvement. (B)(4).